Manufacturer narrative:
Exact date of event is unknown. (B)(4). Results: stent graft migration, endoleak. Aortic neck dilatation and angulation. Conclusion: aortic neck dilatation and angulation. Stent graft migration, endoleak.

Event description:
An aneurx stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm approximately 6 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that approximately three weeks ago the patient¿s previously placed aneurx bifurcated graft had migrated. The physician placed an endurant cuff proximal to the migrated aneurx. The physician did state that the sac had grown. A type I leak was seen on the CT reviewed on the day of the secondary procedure. The physician believes the migration was due to the aortic neck angle or dilation due to disease progression. In addition to the proximal type I leak, there is not a seal at the distal ipsilateral limb. The physician believes this was due to continued disease progression. During the secondary procedure the physician placed an endurant ii 16x16 stent graft proximal to the flared aneurx limb, followed by another manufacturer¿s device, in the right hypogastric artery and an endurant ii 16x13x124 stent graft next to it into the 16x16 stent. No additional clinical sequelae were reported and the patient is stable.